Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: not observed. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported rupture. Device remains implanted.